Event description:
New information received stated that the right ventricular lead exhibited loss of capture and the pacing lead impedance remained high. The lead was capped and replaced on (B)(6) 2019. The patient was doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high capture threshold and high pacing impedance. All other parameters were stable. Since the patient was stable and not pacer dependent, the physician will continue to closely monitor the patient's lead.